Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 498 (mg/dl). The contact stated the cause of the elevated bg level was unknown. A infusion set site change and a bolus via the pump were performed to address bg level. The contact declined to perform troubleshooting for the elevated bg level with tandem technical support. The contact declined further follow up.